Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The cause of the optical signal issue was not determined since neither product nor data logs were returned. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported a patient was implanted with impella 5.5 for care escalation from an impella cp and extracorporeal membrane oxygenation (ECMO). The team had difficulty in placement but was able to successfully deliver the 5.5. It was reported that there was loss of placement signal; however, this did not result in explantation of the 5.5. The pump remained on support for the patient.